Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, the patient's physician reported that high lead impedance had been seen during a system diagnostics test. The patient will get chest x-rays taken. The patient has been referred to a surgeon for possible revision surgery. Additional information was received indicating that this was the first time that high impedance was noted for this patient. The physician felt that trauma may have occurred as the patient experiences drop attacks. The x-rays will not be sent to the manufacturer for review. Surgery is likely but has not occurred to date.

Event description:
Additional information was received that the patient had a generator and lead replacement. The generator and lead will not be returned to the manufacturer for evaluation as the hospital does not return explanted product.